Manufacturer narrative:
The ft3 sample is collected in plastic bd lihep plasma tubes with a gel separator. Per customer, the sample was normal in appearance and was analyzed from the primary container. All three levels of ft3 qc were within the customer's established ranges prior to and on the day of the event. On (B)(6) 2011, the customer performed routine system check which passed within instrument specifications. Per customer event log, no errors were posted in conjunction with the result in this event. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event with the data provided. Customer is not questioning instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to lower than expected free t3 (ft3) result below the normal reference range for one patient generated by access 2 immunoassay analyzer. The result was reported out of the laboratory and questioned by the physician since it did not match the patient's clinical history. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.